Event description:
Pt reported obtaining back-to-back blood glucose results of 77 mg/dl, 55 mg/dl, 73 mg/dl, and 116 mg/dl on the compact plus system. Pt indicated that, at the time the results were obtained, she was experiencing symptoms of hypoglycemia. Pt self-treated by drinking orange juice. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.